Event description:
Initial result for a patient sodium was 283 mmol/l. When repeated, the results were 126 and 140 mmol/l. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.